Event description:
Report was received from the USA stating that the device was "getting hot" prior to a case. The device was not used during surgery, another device was used. There were no delays to the procedure. There were no injuries or medical intervention reported. No add'l info was provided.

Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).